Manufacturer narrative:
(B)(4). The complaint sample was not returned. (B)(4).

Event description:
On (B)(6) 2012, at (B)(6) medical center, foaming of the reservoir (lot number unknown) was observed during a ventricular septal defect (vsd) repair. This required high suction and vent return. It was impossible to calculate a vent of pump suction volume but the suction and vent return was more than usual. The 2.8l flow was achieved. (B)(4).